Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. The customer reported that once a new battery was installed the AED was okay.